Event description:
It was reported that during a trial wherein patient was implanted with 3189 lead, x-ray imagining revealed the lead on had 4 contacts. Device packages were received containing the incorrect product. Surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted. Patient did not experience any adverse consequences.